Manufacturer narrative:
The reported event is confirmed as use related because no sample was returned. A potential root cause for this failure could be "user unaware of time limitation or forgets the patient is using the device". The device was not returned for evaluation. The lot number is unknown a device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Assess device placement and patient¿s skin at least every 2 hours. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was no longer using the purewick products since patient got a urinary tract infection. Representative inquired the patient, and the patient stated that they were reusing the wicks per follow-up on 17dec2021, stated that the customer was not used the purewick urine collection system for three months since, and believed that the system caused urinary tract infection. The patient was medically treated but did not know the name of the medication.

Event description:
It was reported that patient was no longer using the purewick products since patient got a urinary tract infection. Representative inquired the patient, and the patient stated that they were reusing the wicks. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event is confirmed use related because no sample was returned. A potential root cause for this failure could be "user unaware of time limitation or forgets the patient is using the device.". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown a device history record review was not required because the investigation was confirmed - use related. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Assess device placement and patient¿s skin at least every 2 hours. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient was no longer using the purewick products since patient got a urinary tract infection. Representative inquired the patient, and the patient stated that they were reusing the wicks. It was unknown what medical intervention was provided for urinary tract infection.